Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in the repair area at the account. There was no patient/user injury reported.

Manufacturer narrative:
The technician found the side rail latch plate was bent. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on the beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.